Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission with episodes of undersensing on the implantable cardiac monitor. The episodes were reported to have stopped recently. The patient would continue to be monitored.